Manufacturer narrative:
Concomitant products information references the main component of the system. Other relevant device(s) are: product ID: 9735821, multiple fdd/annex a codes were reported. A1102 was coded for the localizer faulted message. A05 was coded for the amber light on the camera. A medtronic representative went to the site to test the equipment. Testing revealed that the manufacturer representative rep laced the camera. The navigation system then passed the system checkout and was found to be fully functional. B01, c13, d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system is displaying localizer faulted with the camera having green and amber light. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: concomitant products information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot #: (B)(6) the positioning sensor unit (psu) was returned to the manufacturer for evaluation. After functional testing, visual/physical examination, and proceduralized device testing, the reported issue was confirmed. The returned psu had many nicks and scratches on the housing and lenses. A check of the event log showed intermittent firmware incompatibility and intermittent illuminator current low. There was a battery voltage low message along with bump detected and storage temperature exceeded. Codes: b01, c02, d02 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.